Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, two xtr clips (90404u194, 90214u156) were successfully deployed, reducing mr to 1-2. On (B)(6) 2019, the patient returned with recurrent mitral regurgitation (mr) with a grade of 3 due to disease of progression. The clips are stable on the leaflets. Additional treatment was not performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the overall information, the reported recurrent mitral regurgitation appears to be due to patient anatomy. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. B3: corrected date. H6: patient code 1964 removed, 2199 added.

Manufacturer narrative:
The customer reported the device is implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event, date of therapy, date of implant: estimated dates.

Event description:
This is filed to report recurrent mitral regurgitation and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. In june, one clip was successfully deployed, reducing mr. On an unknown date, the patient returned with recurrent mr. The clip is stable on the leaflets. Additional treatment was not performed. There was no reported clinically significant delay in the procedure. No additional information was provided.